Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
It ware reported the patient did not charge the device as recommended. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.